Manufacturer narrative:
Results evaluations codes (other): examination of the one returned sample confirmed the customer observation of cuff deflation with 8.0mm blue line ultra tracheostomy tube. The source of the leakage was identified as a tear 0.26mm, 25m from the distal tip of the tube. The other two event samples were not returned. A review of our complaints history confirmed this to be the first complaint for this product lot and the first complaint of this nature for this product code against annual sales of products. A technical documentation review was carried out which raised no anomalies and confirmed the presence of a 12hr inflation check carried out on 100% of products. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that these products were pre-tested prior to use and only became deflated 1 1/2 to 2 hours following insertion; as such the damage to the cuff cannot be the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged following insertion. Though these products are designed to be a robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced.